Event description:
During a radiofrequency (rf) ablation procedure a cancellation occurred due to a generator startup failure. In preparation for cervical rf treatment the generator was plugged into a new power outlet but screen remained blank with flashing indicator lights upon boot-up. The rf procedure was rescheduled. There were no adverse patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported startup failure and cancelled procedure could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.